Manufacturer narrative:
It was reported that during navitor implant the patient went into complete heart block. Information from field indicated that the patient had a pre-existing condition of sinus bradycardia, which could have been exacerbated by the procedure leading to the complications being reported. The device was implanted with the final implant depth of 5 mm from the non-coronary cusp, deeper than optimal 3 mm implant depth as recommended per IFU (arten600237057-c). The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The exact cause of reported patient heart block could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as a permanent pacemaker was implanted post-procedure. The patient status was reported as stable. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. The patient had a pre-existing condition of sinus bradycardia. During implant the patient went into complete heart block. The device was implanted. The final implant depth was 5mm from the non-coronary cusp (ncc). A permanent pacemaker was implanted post-procedure. The patient status was stable.